Event description:
The home respiratory care dept, routinely discharges pts to homes using several unrelated pieces of home medical equipment. Two of the more commonly used machines in the same homecare environment are the portable suction machine and the apnea/heartrate monitors. These two unique different devices, unfortunately, both use a dc charging unit with an identical output adapter. Despite their similar appearance the chargers' output currents are different (180 ma vs 1.8 a) and when the charger is mistakenly inserted into the monitor it causes extensive heat-related damage to the unit. Typical damage involves internal batteries, circuit boards and cabinet panels. Of greater importance is the fact that the melting batteries and plastic panels of the monitor could conceivably create a life-threatening, fire-related situation. Rptr relates three incidents within the past eighteen months. When notified of these occurrences the MFR's rep and the co's reg mgr addressed situation as isolated and unusual and identified them as "training issues." They declined a request to permanently hardwire the charger to the monitor, but did authorize the use of shrink tubing to semi-permanently attach the two components. Also, color-coded bands were used as a means of identification. These are only stop-gap measures at best, and a potential for catastrophic event continues to exists.